Event description:
It was reported that when using the bd pyxis¿ medbank tower application froze while the user was trying to issue an item after the witness page. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue item error. A technical support specialist remoted in and restarted the application, and customer was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the issue.